Event description:
It was reported that, "the implant broke while final tightening. We were adding a t5-t10 construct to an already implanted t10 to sacrum. Two 10mm screws were removed to make room for the rod to rod connector. Surgeon chose the top loading/side loading connector. Up tightening the implant broke where the top loading blocker meets the body of the implant. We placed the anti torque on the t9 screws because it would not fit over the implant."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.